Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the disposable novasure device and the radio frequency controller. Both devices were released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. Reference internal complaint cc# (B)(4).

Event description:
It was reported that a physician completed a novasure endometrial ablation on (B)(6) 2015. "On post-ablation hysteroscopy there was complete cauterization of the endometrial surface and no perforations were seen. At laparoscopy, the uterine serosal surface was inspected and notable for two circumferential blanched areas on the posterior aspect of the fundus, approximately 2.5cms apart. The right-sided blanching had a central focus consistent with a perforation. Dr (B)(6) theorizes that "one of the tips" of the novasure array had become stuck in the myometrium. The bowel was inspected and there were no injuries noted. The patient was discharged and has had no problems post-operatively". The patient was admitted into the hospital on (B)(6) 2015 overnight for observation. The patient received antibiotics. No other treatment was required.